Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 500 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.